Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to a high blood glucose level of 19.4 mmol/l. The customer rewound the insulin pump many times every day to get rid of the air bubbles in the reservoir and tubing. Customer's blood glucose level was not reported. The device was not returned.